Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17feb2020.

Event description:
The customer reported a battery alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be disclosed. There was no medical intervention required as a result of this event.

Manufacturer narrative:
G4: 04mar2020, b4: 09mar2020. The manufacturer¿s international service technician evaluated the ventilator and identified that the battery connector lock on the power harness was broken which was causing a contact failure. The service technician also identified the occurrence of the diagnostic report related to backup alarm failure in the diagnostic report. The service technician replaced the power harness assembly and the central processing unit printed circuit board assembly (cpu pcba). The ventilator successfully passed functionality testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25jul2020 b4: (B)(6)2020 the replaced central processing unit (cpu) printed circuit board assembly (pcba) was also received for failure analysis. It was determined that ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24jul2020. B4: 30jul2020. The replaced power harness assembly was received for failure analysis. It was determined that the failure of the "p4" orange wire in the power harness connector was the cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.